Event description:
It was reported that there was a loss of therapeutic effect. Patient had not made connection with the implantable neurostimulator (ins) in 1-2 months prior to this report. In the past 1-2 months prior to this report, the patient had been having symptom return. Therapy stopped working for the patient and the patient went back onto oral medication to help relieve symptoms. Patient turned stimulation off 1-2 months prior to this report to ¿give it a rest.¿ it was noted that stimulation would work for 3 days and then would stop working. Patient had to keep making adjustments with the patient programmer. Patient started using pads again. It was noted that the patient seemed confused between the programmer and the ins. Additional information received reported that the patient had received a replacement programmer and was still unable to make an adjustment both with and without antenna attached. Patient was unable to connect with the ins. The patient was seeing the ¿poor communication¿ screen. Patient was unable to turn stimulation on with the replacement patient programmer. It was noted that the patient had seen the healthcare professional (hcp) about 6 months prior to 2013 (B)(6) and had told the hcp that the device was not working. Patient was ¿fed up¿ with the whole therapy and turned the ins off. It was noted that the patient had never seen any type of error codes. Patient had lost some weight. It was noted that none of the programs helped her; they would work for 2-3 days and then the patient would have to wear a pad again. Patient was told that the ins battery should not be depleted yet but battery level was not checked. The patient was tired of the therapy and wanted to go back on oral medication. Patient stated, ¿she felt like she had been having issues since implant and getting checked a lot.¿ it was further noted that the patient could not get too stressed or her lupus flares up. The health care provider confirmed that the patient had not been seen since 2012 (B)(6).

Manufacturer narrative:
Product ID 3093-28, lot# v204308, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).